Event description:
It was reported that decreased and varying r waves. Lead dislodgement was noted via fluoroscopy. The lead was capped and replaced during device change out for normal eri. Patient was in stable condition after the event.